Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 245 mg/dl and 88 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she felt ill and her helper gave her food. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she no longer had the strips, so no product will be returned for evaluation.